Event description:
(B)(4) screw broke and rod fractured on contralateral side of construct approximately six months post-operatively. Patient was revised.

Manufacturer narrative:
The manufacturing and inspection records for the broken screw were reviewed and no material or manufacturing discrepancies were found. X-rays have been provided and reviewed. The surgeon has indicated that the patient had a pseudoarthrosis and this was likely the cause of the fractures. The plate and rod have been sent to an independent laboratory for evaluation and upon completion, a final determination will be made regarding the root cause. The patient is reportedly doing fine.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. Screw breakage was consistent with excessive anatomic loading. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.